Event description:
While drawing blood from ECMO circuit, cap on pigtail that blood was being drawn from came completely apart. Stopcock was closed to circuit. No adverse effect to patient. White part broke off of clear part and blue inner piece came out also. This facility has had at least 5 similar events with this device over the last month.======================manufacturer response for alaris site needle free valve cap, smart site care fusion needle free valve (per site reporter)======================await investigationwhat was the original intended procedure?lab draw.device #1is this a laboratory device or laboratory test?no